Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction was confirmed through the analysis of the submitted computed tomography (CT) scans. A specific cause for the reported outflow graft obstruction could not be conclusively determined through this evaluation. Additionally, analysis of the submitted log files confirmed the reported low flow alarms. A direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively determined through this evaluation. The account submitted two CT scans and a video of CT scans for review. The scans showed the cross sections of the outflow graft bend relief, while the video showed the side profile of the outflow graft bend relief. Inside the bend relief, there appeared to be a narrowed outflow graft. There appeared to be an area of potential narrowing in the distal area of the bend relief and along the distal section of the graft, which appeared to be surrounded by an externally applied wrap. The extent to which the outflow graft lumen was obstructed could not be conclusively determined through the images alone. Additionally, a specific cause for the obstruction could not be conclusively determined. Evaluation of the submitted log files confirmed a gradual decrease in flow from 3.6-4.3 lpm on (B)(6) 2024 down to 2.4-2.5 lpm on (B)(6) 2024. Low flow events were captured on (B)(6) 2024 when the flow fell below the low flow threshold of 2.5 lpm. On (B)(6) 2024 the flow returned to a range of 3.9-4.1 lpm, which was consistent with the reported event of the flow increasing with appropriate treatment. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on the hm 3 lvas, serial number: (B)(6) with no further events reported at this time. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. B and the hm 3 patient handbook, rev. B are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including other neurological events, infection, bleeding and stroke that may be associated with the use of the hm 3 lvas. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. This section also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. The IFU also addresses all pump parameters, including pump flow, and describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This document notes that changes in patient condition can result in low flow. The IFU also explains that, in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Additionally, the IFU and patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, the handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. Section 6 of the IFU, ¿patient care and management¿, lists neurologic dysfunction as a potential late postimplant complication and provides information regarding anticoagulation, including recommended international normalized ratio (inr) range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. Additionally, section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides care instructions in reference to preventing infection. The patient handbook provides care instructions in regard to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed. The IFU includes a list of hm 3 patient assessment methods, including assessment of the patient's level of consciousness. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2024 the patient experienced low flows, weight loss, and frequent urination. The low flows persisted until the next morning and the patient rushed into the near by hospital and got an emergency treatment of hydration. Log files captured some low flow events on 17apr2024. There were no changes in anticoagulation status or pump parameters. The same morning the patient fell asleep and felt a little bit of unconsciousness. The patient presented to the near by hospital again and was eventually admitted on that night. They would not obey verbal commands. Computed tomography (CT) scans, lab tests, and other required tests were performed. There was an occlusion at the left proximal internal carotid artery (ica). The clinicians suspected embolic stroke, outflow graft stenosis, and infectious endocarditis (ie). The patient was treated at the hospital and their flow went up to above 2.5 lpm. The patient was given antibiotics for ie. The patient was transferred to the neurosurgery department and was being treated for embolic stroke. A follow up brain CT was performed. On (B)(6) 2024 a craniectomy and intracranial hematoma removal was done. The clinicians thought the stroke was not 100% related to the pump malfunction. A definite relationship between ie and outflow graft obstruction was not found. The patient was hospitalized while their progress was being watched.